Manufacturer narrative:
Five batteries were returned for evaluation (bat315091, bat315113, bat315228, bat315237 and bat315491). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis revealed that the devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving batteries (bat315491, bat315091, bat315237, bat315113 and bat315228). The manufacture has opened an internal investigation to evaluate communication errors. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - bat315113 unique identifier (UDI) number: (B)(4). Battery - bat315228 unique identifier (UDI) number: (B)(4). Battery - bat315237 unique identifier (UDI) number: (B)(4). Battery - bat315491 unique identifier (UDI) number: (B)(4). (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. Other devices involved in this event: battery/(B)(4):cat# 1650;exp date: 02/28/2017; mfg date: 02/28/2016; device received: 10/04/2016. Battery/(B)(4): cat# 1650;exp date: 02/28/2017; mfg date: 02/28/2016; device received: 10/04/2016. Battery/(B)(4): cat# 1650;exp date: 02/28/2017; mfg date: 02/28/2016; device received: 10/04/2016. Battery/(B)(4): cat# 1650;exp date: 02/28/2017; mfg date: 02/28/2016; device received: 10/04/2016. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reports single beeps and reported one pump stop while changing one battery. Site exchanged all patient's batteries. Controller was exchanged recently for similar reason. Batteries were exchanged and returned to manufacturer. It was stated that the event caused annoyance to the patient but no consequences were noted.&#2062;o additional information available.